Manufacturer narrative:
No device history records review was conducted since there was no reported lot #. A ship history lot review was not performed since item # is unknown. The september 2018 angiodynamics complaint report was reviewed for the bioflo midline product family and the failure mode "patient injury - dvt. " no adverse trend was identified. Due to the nature of the dvt and neutropenic failure modes it cannot be determined whether the PICC was used in accordance with its labeling (dfu); no sample was returned for evaluation. The risk of the reported event failure mode - vascular thrombosis, is identified in the dfu. The following is provided as a reference: the dfu that is supplied in bioflo midline kits contains the following precaution: "catheter placement: if placing catheter at patient bedside, turn patient's head toward insertion side with chin to shoulder. Slowly and incrementally, insert catheter through the peelable sheath to desired tip position. Slowly advance remaining catheter into vein until "0" mark on catheter is at insertion site. Do not fully insert catheter to suture wing. Once catheter is inserted, aspirate gently with 10 ml syringe attached to catheter hub and observe for blood return. Detach and discard according to institutional protocol." Precaution: "minimize catheter manipulation during application and removal." Precaution: "never forcibly flush an obstructed lumen. If either lumen develops a thrombus, first attempt to aspirate the clot with a syringe. If aspiration fails, consult institutional protocol for management of thrombosis." Potential contributing factors that may affect dvt include the following: - high risk patient population, e.g. Oncology, surgery, vasoconstrictors. - catheter french size vs. Vessel size, i.e. Large fr catheter in smaller vessel. - PICC placement techniques, i.e. Excessive catheter manipulation that can damage the vessel wall. Since the complaint was reported, an angiodynamics clinical specialist has spoken with the complaint reporter regarding strategies to reduce dvts. A training session has also been scheduled with the staff at the hospital. (B)(4).

Event description:
As reported by hospital, over the past year they have had patients incur 4 dvts out of approximately 480 midlines placed. At this time, the upn(s) and lot numbers of the bioflo midlines which were used, as well as the midline placement dates and follow-up treatment are unavailable.